Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo and video were provided for further evaluation. During visual evaluation, air bubbles were observed in the tubing. However, the evidence on the photograph, and video does not offer the details necessary to determine a root cause. While the exact root cause could not be determined, a probable root cause could be that any leakage in the tubing might allow air to enter the set and cause the air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: broken primary pump set detailed inquiry description: primary space pump set has crack in tubing below the pumping segmment, leaking medication and creating air bubbles while still infusing toward patient. Staff noticed this, stopped the infusion and removed tubing and replaced with new tubing and medication bag.